Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15239259 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15239259. Pre-sterile lot 15239262 was reviewed and (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that nonconformance records and process excursions were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Crossing profile inspection and fpi and lpi test results were reviewed and no anomalies were found. Stent retention results were reviewed and no anomalies were found. The operator qualification records for crimping for cypher (B)(4) according to (B)(4). The operator that performed this operation was qualified on the appropriate manufacturing work instructions revisions at the time of the lot manufacturing.

Manufacturer narrative:
The product analysis was completed; therefore, was updated. The 2.50x18 mm cypher select + stent was delivered to the target lesion, but it would not cross the lesion. Pre-dilation was done and when the physician tried to re-deliver the cypher select + stent to the lesion several times, the stent became misaligned from the balloon on the stent delivery system (sds). The product was removed without difficulty and another product was used to finish the procedure successfully. The target lesion was the distal left anterior descending (lad) coronary artery. The lesion was described as heavily calcified. The lesion was pre-dilated with an unknown balloon catheter and the 2.50x18 mm cypher select + stent was delivered to the target lesion, but it would not cross the lesion. Therefore, additional pre-dilation was conducted. However, when the physician tried to redeliver the cypher select + stent to the lesion several times, the stent became misaligned on the balloon. Therefore, the physician retrieved the cypher select + from the patient and a new 2.50x18 mm cypher select + stent was implanted at the target lesion. The procedure was successfully finished without patient injury. The physician did not indicate any anomalies prior to use. There was no damage noted with the packaging or the device prior to use. It was unknown if excessive force was used with the device during the procedure. There was no tracking difficulty advancing the sds to the lesion. No further information was available. The product was returned for analysis. One non-sterile cypher select + (B)(4) 2.50 x 18 mm was received coiled inside a plastic bag. The stent was found between the marker bands, however the omegas were squeezed causing stent movement towards the proximal section. Sds did not show any damage. Crossing profile could not be measured due to the received condition of the stent. Crimping and bumping marks could be observed in the balloon. The omegas were squeezed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "offset/out of position" failure was confirmed since the stent was moved from its original position. The exact cause of the failure reported by the customer could not be determined. There is no indication of a design or manufacturing related issue; therefore, no corrective or preventive action will be taken. There are possible vessel characteristics (heavy calcification) and procedural factors (several attempts made to cross the lesion) that may have contributed to this event.

Event description:
The 2.50x18mm cypher select + stent was delivered to the target lesion, but it would not cross the lesion. Pre-dilation was done and when the physician tried to redeliver the cypher select + stent to the lesion several times, the stent became misaligned from the balloon on the stent delivery system (sds). The target lesion was the distal left anterior descending (lad) coronary artery. The lesion was described as heavily calcified. Lesion/vessel characteristics were unknown. The lesion was pre-dilated with an unknown balloon catheter and the 2.50x18mm cypher select + stent was delivered to the target lesion, but it would not cross the lesion. Pre-dilation was done and when the physician tried to redeliver the cypher select + stent to the lesion several times, the stent became misaligned from the unknown balloon on the stent delivery system (sds) while advancing the cypher select +. Therefore, the physician retrieved the cypher select + from the patient and a new 2.50x18mm cypher select + stent was implanted at the target lesion. The procedure was successfully finished without patient injury. The physician did not indicate any anomalies prior to use. The product has been returned for analysis. There was no damage noted with the packaging or the device prior to use. It was unknown if excessive force was used with the device during the procedure. It was unknown what inflation pressure (atms) pre-dilation was done. There was no difficulty advancing the sds to the lesion. There was no tracking difficulty. No further information was available.